Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca) with mild calcification. Pre-dilatation was performed, reducing the stenosis to less than 40%. The 2.5 x 18 mm implant delivery system was advanced to the lesion without resistance, but when attempting to deploy the implant, the balloon would not inflate and the balloon was observed to be ruptured. Three other implants were deployed to successfully complete the procedure with a good patient outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture/tear was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture/tear reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code and the PMA# are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.